Manufacturer narrative:
The report of the autopulse platform (B)(4) not powering on was not confirmed during functional testing and archive data review. Upon visual inspection no physical damage was observed. Data archive review was not able to verify customer complaint. Evaluation of the platform during initial power up, revealed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the user control panel. This error message is not related to the reported event. The platform powered on using multiple known good autopulse li-ion batteries. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse (B)(4).

Event description:
As reported, during device check, the autopulse platform (B)(4) did not power on with several good fully charged autopulse li-ion batteries. No patient involvement.